Manufacturer narrative:
Unit passed leak test. Unit received with intermittent center select button response, problem isolated to keypad assembly. Unit received with the connector at the printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit passed selftest and displacement test. Unit received with minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. It was reported that the central button was almost unresponsive. It was also reported that there was no significant event leading to the keypad issues. It was reported that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.